Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 40 mg/dl and the cause was not known. The customer¿s parent assisted the customer with drinking juice to address low bg. The contact declined to provide further information regarding the event. The customer reverted to using insulin injections for insulin therapy and bg levels have been ¿fine¿.